Manufacturer narrative:
The jasmine patient lift was manufactured by invacare rehabilitation equipment co. However, they are no longer in business. The manufacturer of these lifts has since been transitioned to invamex. Therefore, the MDR is being filed under invamex.. Invacare has requested the lift be returned for evaluation. If further information is obtained a follow up will be filed.

Event description:
The patient was being transferred from her bed to a wheelchair. Once in the wheelchair the facility staff went to unclip the sling when the arm of the lift came off hitting the patient in the head. The lift arm allegedly hit the patient's head causing a "mild brain hemorrhage under the skin". The patient was kept at the hospital overnight with cat scans to make sure the bleeding stopped then was released with no further medical treatment. The patient sustained a superficial laceration on her head where a pre-existing tumor was located on her scalp. The patient also received a mild skin tear on her leg from the nurse(s) hitting the patient's leg into the wheelchair. No stitches received, just pain medication & first aid for the laceration & leg skin tear.

Manufacturer narrative:
The jasmine patient lift was returned to invacare canada, forwarded to invacare corp. And inspected on april 16, 2020. The invacare technician stated that visual observations indicated that the pendant was intact & attached to the controller. The hanger bar hardware was not complete, missing nuts & it was confirmed that the hardware was not the original but from a third party. Functional testing showed that the boom was able to be raised & lowered by pressing the buttons on the pendant. The legs opened & closed via the pendant. Function of the hanger bar could not be determined due to the missing hardware to mount the hanger bar to the boom. In conclusion, in its "as received" condition, the section of the complaint of the missing hanger bar hardware was confirmed. If the hardware loosened the hanger bar could become detached from the boom, leading to the injury. It is unknown how the hardware loosened & fell off but it was determined that the hardware was from a third party & not the original hardware for this patient lift.

Event description:
The patient was being transferred from her bed to a wheelchair. Once in the wheelchair the facility staff went to unclip the sling when the arm of the lift came off hitting the patient in the head. The lift arm allegedly hit the patient's head causing a "mild brain hemorrhage under the skin". The patient was kept at the hospital overnight with cat scans to make sure the bleeding stopped then was released with no further medical treatment. The patient sustained a superficial laceration on her head where a pre-existing tumor was located on her scalp. The patient also received a mild skin tear on her leg from the nurse(s) hitting the patient's leg into the wheelchair. No stitches received, just pain medication & first aid for the laceration & leg skin tear.